Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the patient reported having a headache after surgery. The patient had a heavy feeling over the eye and a pulling sensation. The patient reported pressure, swelling and numbness around the eye. The patient's surgeon has indicated the lens looks textbook and the eye is fine.

Event description:
The patient reported through (B)(6), she had an icl implantable collamer lens implanted in her left eye (os) 4 weeks ago and her vision was great (-19.5). She will have prk surgery in the next couple of weeks. The patient's concern was her left eye was achy. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Lens implanted. (B)(4).